Event description:
The customer reported via the sales representative that the metal bipolar component dislocated from the outer poly liner after only a few months. The customer further stated that the pt was referred back to surgeon, due to the pain and was thus revised. The customer stated that they put another 28g liner in and the cup and stem positioning was fine.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.